Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005: patient presented with chief complaint of weakness. Patient reported neck pain with occasional radicular type symptomatology down cervical routes. Patient developed weakness in his upper greater than lower extremities, more on the left side and it had been intermittent previously but now it had been progressive. Patient could not grip anything with his left hand and barely could use his right hand. Patient had progressive spasticity, especially for his lower extremities and difficulty voiding both stool and urine. Patient had trouble with constipation and needed milk of magnesia to move his bowels. Patient had some intermittent abdominal distention with this. CT of the brain showed old right temporal infarct. Assessment: patient with a new demyelinating process, likely transverse myelitis more so than possible multiple sclerosis or other. MRI of brain and spinal cord demonstrated an anterior epidural abscess at the level of c4. On (B)(6) 2005: patient presented with cervical epidural abscess. Patient underwent cervical corpectomy at c4 with removal of the c4-c5 and c3-c4 discs with intraoperative fluoroscopy and microscope and reconstruction using the peek cage system with bone morphogenic protein and a plate with variable screws superiorly at c3 and fixed screws inferiorly at c5. Patient underwent preoperative MRI which showed post pharyngeal edema and a high signal within the longus colli muscle. Per op notes, a peek cage system was created by adding a 10 and 11 mm construct at the central 6 mm cage and then packing this with bone morphogenic protein, single sponge, and then countersinking it several millimeters under fluoroscopic guidance. It was supplemented with a plate, placing variable screws superiorly and fixed screws inferiorly. There was no change in the somatosensory evoked potential monitoring during this part of the procedure. No complications reported. On (B)(6) 2005: patient was discharged. During discharge, the patient had some improvement in cervical myelopathy but continued profound weakness in the arms and significant gait disturbance. On (B)(6) 2006: it was reported through mail that the patient continued to have weakness in all four extremities and unstable gait, significant neck pain with radiation into the head. On (B)(6) 2007: patient presented for follow up with spinal stenosis status post fusion surgery. Patient underwent c spine x-ray. On (B)(6) 2007: it was reported through mail that the patient continued to have persistent weakness in all four extremities and patient had trouble with pushing, pulling and gripping. Patient's legs were weak at the hips, knees and ankles and patient had sensory disturbance which impaired walking. Patient had some degree of residual pain in the neck, shoulder and upper back. On (B)(6) 2007: it was informed through mail that patient was having severe pain in left arm which began in neck and radiated into the jaw and down arm to fingertips. It seemed to be worse late in the evening and got worse when patient lay down to try and sleep irrespective of the side. It was a sharp stabbing pain and patient was unable to raise left arm to any height without using right arm to lift it. On (B)(6) 2007: it was reported through phone call that patient's x-ray looked fine. Left arm had sharp shooting throbbing pain with some hand numbness. On (B)(6) 2007: patient presented with shoulder and neck pain. On (B)(6) 2007: patient underwent left shoulder x-ray due to left shoulder pain. Impression: mild ac joint degenerative disease. On (B)(6) 2009: patient presented with neck, arm, shoulder and back pain and leg spasms. Assessment: failed neck surgery. On (B)(6) 2009: patient presented with low back pain, weakness and pain in both lower legs. Patient stated that the pain was coming from his neck. Patient underwent MRI of lumbar spine. Findings: normal alignment was seen. Minimal anterior wedging of l1 was seen which appears chronic. A schmorl's node was identified in the superior end plate of t12. T12-l1: minimal annular bulge produces no significant central stenosis. The foramina were widely patent. L1-2: minimal annular bulge likewise produces no significant central stenosis. The foramina were widely patent. Note was made of a 7-8 mm benign appearing hemangioma in the region of the right pedicle of l2. L2-3: within normal limits. L3-4: within normal limits. L4- 5: within normal limits. L5-s1: disk dehydration was present. Moderate central protrusion was present and it impinges on both s1 roots. It does not appear to compress them. The moderate central protrusion extends posteriorly from the posterior margin of the vertebral body 6 mm in ap dimension and 3.1 cm in transverse diameter. There was mild narrowing of the left foramen secondary to lateral extension of the bulging disk. No abnormal paraspinal masses were seen. No abnormal signal was identified in the cord or the vertebrae otherwise. The cord tapers smoothly and terminates at t12. On (B)(6) 2009: patient presented with worst stabbing pain that increases with motion and hot burning pain. Patient reported it was hard to open and close fingers sometime. Patient presented for left shoulder injection. On (B)(6) 2009: patient presented with severe neck, shoulder and arm pain. On (B)(6) 2013: patient presented with pain under right side ribs. Patient underwent chest x-ray due to chest pain. Impression: normal chest. No acute process demonstrated. On (B)(6) 2013: patient presented for follow up on chest x-ray. On (B)(6) 2013: patient presented with ribs pain. On (B)(6) 2013: patient presented with restless leg and neck pain. Assessment: restless legs syndrome; cervicalgia. On (B)(6) 2013: patient presented for follow up with pain in legs all the time and shortness of breath sometimes. Assessment: restless leg syndrome; cervicalgia; insomnia. On (B)(6) 2013: patient underwent MRI c spine without contrast due to spinal stenosis and ddd. Impression: multilevel degenerative changes most severe at c5/c6. On (B)(6) 2013: patient presented with left sided abdominal pain and rash on belly. Assessment: neck pain with ddd and djd; diverticulitis vs constipation vs other; folliculitis. Diagnoses: constipation nec; abdominal pain left lower quad; cervicalgia; hair disease nec.